Manufacturer narrative:
Investigation conclusion: the customer reported complaint of the keypads being replaced due to unspecified issues was evaluated. Test results identified that the ac indicator lights did not illuminate on 4 out of 10 keypads and the system on button did not function on 8 out of 10 keypads after plugging in the power cord. Keypads associated to serial numbers (B)(6). Had various keys on the keypads fail (s1/s5/s6/s7/s8/s9/s10/s11/s14/0/1/2/3/4/6/7/9/clear/enter/decimal point/cancel). Device inspection: external and internal inspection was performed on (qty 2 printec p/n tc10012515 and qty 8 printec p/n tc10010217). During internal inspection, the keypads were found with signs of fluid ingress where the flex cable meets the circuit layer and broken traces (19 and 20). During external inspection, the keypads were in good condition with no issues observed. Root cause analysis: electrical failure ¿ design. Previous cad failure investigations have identified this issue associated with fluid ingress entering the keypad resulting in contaminated keypad traces. Consequently, the keypad circuit layer becomes damaged, creating an open or short circuit producing unresponsive keypad keys when corresponding keys are pressed. Device history review: device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known, the investigation is documented within a CAPA, and a field action has been initiated. H3 : only keypads were provided for the investigation.

Event description:
It was reported that there were 10 pcu front case assembly with keypads being replaced. There was no reported patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the pcu front case assembly with keypad is being replaced. There was no reported patient involvement.